Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(4) , (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving bupivacaine (unknown d ose and concentration) and dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. On (B)(6) 2018, the patient presented to the emergency room overnight. The hcp stated that the catheter dislodged and was leaking into the soft tissue or epidural space. The hcp stated they would like to turn the pump off until they could transfer the patient to another facility more familiar with the pump. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.